Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock was bent at a 45 degree angle with multiple cartridges. Customer's blood glucose level was lower than 250 mg/dl. Customer changed the cartridges and was able to successfully resume insulin delivery.